Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to contamination in ECG "d". The root cause was the ingress of an unknown contaminant in ECG d. There was no death or adverse event associated with the electrode belt malfunction.

Event description:
04/18/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a patient's electrode belt and reported that the patient was experiencing gong alarms.